Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose was 400 mg/d. Customer was assisted with troubleshooting. Status of auto mode feature was unknown at the time of incident. Customer also stated that they were having charging issues with the transmitter. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.